Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose level. The paramedics were called and treated at the scene, customer was not hospitalized. Customer went unconscious, due to low blood glucose level. The blood glucose reading was 22mg/dl. Nothing further reported.